Event description:
It was reported that during a laparoscopic appendectomy procedure, the reload did not work. After firing, some staples were crooked and malformed and other staples did not go into the tissue. There was bleeding noted. The quantity of bleeding was unknown. No blood transfusion was required. The cartridge was used with a linear cutter device. Another cartridge was loaded in the same stapler to complete the procedure. The patient remained in the hospital for an extra two days as a precaution to watch for any further bleeding or issue as a result of the cartridge issue. Patient is expected to go home today or tomorrow.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that one 6r45b cartridge reload was received in good visual condition and fully fired with the lockout normal. Furthermore, several b-shaped staples were noted on cartridge deck. No functional test was performed due to the condition of the reload. The cartridge was disassembled to verify the integrity of the internal components and no anomalies were found. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. The following information was requested, but unavailable: where they firing on the appendix or meso appendix which firing did this occur? Were there any unusual sounds during firing? What was the surgeon's experience? Other than the extended stay, did post operative care change? Who fired the device? Was the firing stroke competed? What was the estimated blood loss?